Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up prior to an elective device replacement procedure, noise resulting in inappropriate ams was noted. A lead revision was attempted but not successful due to patient anatomy, thus the device was reprogrammed to avoid further episodes. The patient was in stable condition following the procedure.